Event description:
It was reported that during a hip fracture fixation procedure, the surgeon was inserting was inserting helical blade, when the coupling screw broke in half. The broken tip was retrieved from the patient. The removal was confirmed by x-ray. The surgeon implanted the helical blade to complete the procedure

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history records showed that there were no issues. The product evaluation visual inspection revealed scratches throughout the shaft indicating use. This complaint is invalid from a manufacturing standpoint.